Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. 1627487-05242011-002-r; 1627487-07262012-002-r.

Event description:
It was reported the patient underwent ipg replacement because the patient's ipg was reportedly not holding charge long enough.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.